Manufacturer narrative:
The mayfield swivel adaptor (a3018) was returned for evaluation: failure analysis - investigation of the returned unit showed that it had a broken torque knob., and the knob was broken off by being cross threaded into the skull clamp, which is considered misuse of the product. Additionally, the threads on the drawbar are worn. Root cause - the complaint is confirmed via inspection of the unit. The root cause is as a result of misuse/improper assembly of the device. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the patient's head moved in the mayfield composite series swivel adaptor, standard (a3018). No information has been provided on patient involvement, injury, or surgical delay.